Event description:
The manufacturer received information alleging a ventilator inoperable alarm sounded. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation could not be confirmed. However the log indicated that errors had occurred. It was determined that the main pca needed to be replaced. However, the device was returned to the customer unrepaired.